Manufacturer narrative:
(B)(4). Batch # m55051. Corrected data: manufacture date: 8/21/2015. Expiration date: 7/21/2020. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: date of initial procedure. (B)(6) 2015. On what firing of the device did the misfire occur? First. Please describe what is meant by misfire, including a description of the staple formation. The cutter would not advance and complete entire firing sequence only deploying up to the point where it jammed. Staples appeared to be deployed properly. Was a leak test done before closing in the 1st procedure? If yes, results? No. Please describe the condition of the patient following the 1st procedure ( and what led to decision to conduct a 2nd procedure) ¿ stable, discharged, critical ¿ please explain. No issues. Date of 2nd (repeat procedure). Please describe the condition of the patient following the 2nd procedure ¿ stable, discharged, critical ¿ please explain. Any other relevant information? Completed the stapling/cutting with the replacement tlc.

Event description:
It was reported that during a loop ileostomy procedure, while closing of the loop ileostomy, the device misfired. This resulted in a repeat procedure and the removal of additional bowel. No further information is available at this time.